Manufacturer narrative:
Device photo analysis: the photographs received of the device are unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Due to the impossibility to perform a further analysis with device analysis performed through photographs, it is not possible to determine the cause of the event.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.